Event description:
Rptr writes, "I am a cancer and silicone breast implant survivor and I feel my history may be of some interest to you. In 1975 I had dow corning breast implants placed in my body for cosmetic reasons. I was a healthy 33 year old woman. After being told implants were perfectly safe and that they would last a life time I willingly signed up for surgery. Within three months I developed hard capsules bilaterally. My surgeon assured me all was well, however he would need to perform a closed capsulotomy in order to soften both breasts. I recall being fearful of this procedure as a) my surgeon made me promise "not to yell" and b) there would be no anesthesia. Procedure was indeed very painful as he manually applied presure to each breast and "cracked" them. I felt a tearing sensation around each breast. This was the first of nine closed capsulotomies, and I suspect my left implant was ruptured from the very first one. One year after implantation I began to have pain in joints of my right hand and a strange rash appeared on my chest and arms. Three years later I was diagnosed with thyroid cancer. When I collected all my mecical records over last few years I found my biopsy which referred not only to my malignant tumor, but also to "yellow gelatinous material" surrounding my thyroid gland. Even though my medical records clearly stated I had had a breast augmentation, no one at the time of surgery mentioned the presence of a foreign body material found in my gland. My tumor was removed yet an obviously ruptured implant was allowed to remain in my body for several more years. It is known that most of the medical community refuses to admit any connection between silicone breast implants and disease; however, given the presence of silica throughout my thyroid gland and lymph nodes there is no doubt in my mind as to what caused my cancer. Six years after implantation my rash continued to spread, my joints ached and my left breast became painful and "hot" feeling. My left nipple also turned a darker color than the other one. I felt fatigued, and disoriented most of the time. I continued to seek medical care and was told there was no explanation for my body rash. My physicians could not account for my slow recovery from thyroid cancer and all related treatment I endured. Due to pain and continued hardening of my left breast my surgeon decided to replace this implant with another dow corning unit. After surgery he did not tell me that the explanted implant was ruptured (I learned about the rupture when collecting all my data three years ago). Twelve years after implantation I began to have tremors in my left hand, chronic gastritis, joint ache and a "pins and needles" sensation in my legs and arms. At times I imagined spiders were crawling on my legs. From this point my health went into a downward sprial and I became more depressed as each dr's appointment suggested same method of treatment...seek mental therapy. By 1994, after 19 years of implants, my health hit rock bottom. I was fatigued beyond the point of recovery, nervous, depressed and, yes, suicidal. My body would react to slightest stimulant and I was having severe memory loss, and I became dyslexic. At one point I went to our local market, less than a mile from home, and I couldn't remember how to drive home. I began to lose my balance and I had distorted vision. Even today one of my pupils does not dilate normally. I returned many times to try to find a cure for my racing heartbeat, my rash, stiffness and pain in my limbs, tremor in my hand, eye and vaginal dryness. Again I was told to seek counseling. Over this period my marriage failed and I began to think I was really crazy. I considered taking my life many times. By 1994 I was falling into a deep hole. After a near head on collision because I was having difficulty discerning left from right I began to fear driving. My life was out of control. As a result of all the media covereage around 1994 on breast implants I returned to my plastic surgeon. He told me there couldn't possibly be any connection between my "imagined symptoms" and breast implants. He did, however, concede that my implants "looked terrible" due to ever present capsules. He reluctantly agreed to remove my implants on 5/4/94. Of course it was suggested I replace them with saline implants which I declined. One month after explantation I was diagnosed with brain lesions which explains my diagnoses of atypical multiple sclerosis. For six months my symptoms seem to intensify and then I began to slowly improve. Today I live with discomfort and pain of stiff legs and sensation of spiders on my skin is still with me. Climate extremes makes pain in my legs unbearable. My memory has improved and I no longer suffer, or cause others to suffer, those horrible and unpredictable mood swings. My cancer is in remission and I am on medication for the rest of my life. My rash, it appears, is with me for life. Even though I've had some improvement my health has been permanently damaged by breast implants. What has all this meant to me? I am angry to have lost 19 years of my life to the avarice and deception of dow corning. I mourn the loss of my first marriage and I can't help wondering what the long term health risks are for me and my fellow survivors. Would I have consented to breast implants had I been told of the consequences or given consideration of reading many negative test results dow corning had available as early as 1975? Absolutely not! I will do all that is possible to discourage younger women from pursuing implants be they saline, soy, or whatever else some misguided scientist dreams up. I struggle each day to come to terms with what has happened to me. There's a part of me that wants to deny the deception and lies of the pharmaceutical companies. In other words I still want to trust and believe in goodness of man. This I realize is a fallacy. I strongly urge that all implants be taken off the market..."